Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a stored electrogram, the implantable cardiac monitor exhibited undersensing. No intervention was performed and the patient was stable before, during and after.